Manufacturer narrative:
Product ID: 3889-28, lot# v565966, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a worsening (from baseline) of a cystocele. It was noted that the patient became symptomatic and the cystocele was re-graded to a grade 3.the etiology of the issue was noted as a worsening/exacerbation of a preexisting condition. A surgical intervention on (B)(6) 2013 of an anterior elevate mesh/cystocele repair was reported. The patient outcome was reported, as of (B)(4) 2013, as resolved without sequelae. Additional information received (B)(4) 2013 reported that there was a further intervention, on (B)(6) 2013, of a discontinuation of the stimulation from the implantation neurostimulator (ins). Additional patient symptoms of increased urinary urgency and frequency, retention, straining to void, and mild uterine prolapse were reported. If additional information is received, a follow up report will be sent.